Event description:
The catheter snapped and sheared off as it was being pulled out of the touchy needle. Three different sets were being used. The pt did not suffer any adverse consequences due to this situation. There was an uneventful recovery from procedure, and the pt was discharged as per expected discharge the next day.

Manufacturer narrative:
This device is inspected 100%, during our processing. Unfortunately, as no product was returned, we are unable to confirm the validity of this report. However, we have notified the appropriate personnel and will continue to monitor this device.